Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. The delivery device was returned within the loading device. The blue slide lock was disengaged and the plunger was un-pressed on the delivery device. The delivery device was pulled out from the loading device for inspection. The seal and tension spring assembly remained inside the delivery tube. It was then pulled out for inspection. Microscopic inspection showed the seal partly rolled, however slightly unraveled at the outer edge. The tether on the tension spring remained uncut. The following measurements were taken for the delivery device; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed, however the analyzed failure "unraveled material; seal" is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was unable to be advanced in step 3 of the IFU. The seal did not load properly into the delivery device tube. The device was never inserted into the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was unable to be advanced in step 3 of the IFU. The seal did not load properly into the delivery device tube. The device was never inserted into the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.